Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the they experienced hyperglycemia with blood glucose value of 500 mg/dl. Customer also reported that insulin pump had compromised force sensor system alarm. Customer did not have back up plan. Customer was unsure if the drive support cap was protruded, loose, sticking out or flush. Advised customer to treat as per health care professional instructions. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.